Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the x-ray generation was not possible. Upon functional test fse found issue with database storage. Fse repaired the database and recreated image storage. After repaired the database and recreated image storage, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray generation was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.